Manufacturer narrative:
The system was serviced in the field and failed software rests due to inaccurate navigation. There were glitches in the software during navigation. The instruments also had an issue with verification during navigation. Upon further inspection, it was noticed that there was one tracing pattern that did not complete the three dimensional aspect of the nose and the nose had a mask covering it. This whole area was skipped during registration. All instruments verified with no issue and there was no metal interference. It was recommended that a representative watch the tracing patterns to see if they are hitting the frame when navigating. The failures were resolved. Concomitant medical products: other relevant device(s) are: product ID: 9733467, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during an osteoma procedure. It was reported that the surgeon was accurate at the beginning of the case, but felt inaccurate as the surgery progressed. The patient was re-registered, but the surgeon was not happy with the accuracy and re-registered again. The surgery was then completed with navigation and no further reported issues. There was a reported delay of less than one hour. There is no known impact on patient outcome.

Manufacturer narrative:
H2/h3/h6: software analysis was completed by analyzing the image and archive. It was determined that the software was functioning as designed. Codes 10, 213 and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported and it was noted that the inaccuracy was over 2mm but less than 6mm.